Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2012, the reintervention was performed to fix a device occlusion. According to the physician, it was not a device related complaint. Pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
Additional info along with images of the event were requested. A review of the manufacturing records for the device is being conducted.